Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was not booting up. The rse analyzed the system remotely and found that the cause of the issue was bad ts switch (network switch). To resolve the reported issue, the customer replaced the kit ethernet switch. After replacement of the kit ethernet switch, the system was returned to use in good working order.

Event description:
It was reported to philips that the system was not booting, stuck at 0:00. The system was not in clinical use. No user or patient harm has been reported.